Event description:
Litigation papers alleges pain, difficulty ambulating, and excessive levels of chromium and cobalt. Update rec¿d 7/15/2014 - medical records received. Upon revision, metallosis material and corrosion on the trunnion, a large pseudotumor, and loss of the anterior wall of the acetabulum were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. Update rec'd : 9/15/2014 clinical report received. Patient experienced infection and inflammation. Part/lot information provided. This complaint was updated on: 10/02/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).